Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a 8.5 fr varipulse catheter and at the end of the procedure, when the physician withdrew the catheter, he noticed an abnormal coloration of the varipulse catheter electrodes. The physician wiped it with a compress, observed it, and said that it was coagulated blood. Everything had functioned normally throughout the procedure. The irrigation flow was good. The number of complete ablations was 40 for a pulmonary vein isolation (pvi), posterior wall isolation (pwi), and cavotricuspid isthmus (cti). The activated clotting time (act) was 321, 337 and 329 with heparin injection each time. The procedure was successfully completed without any delays. No patient consequences were reported.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a 8.5 fr varipulse catheter and at the end of the procedure, when the physician withdrew the catheter, he noticed an abnormal coloration of the varipulse catheter electrodes. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. In accordance with j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed no anomalies on the device. Then, it was connected to the carto 3 system and trupulse generator, it was recognized and visualized correctly. Then, a pulse-field ablation (pfa) cycle was performed and the device was found working correctly. No impedance/current/voltage issues were observed. Also, an irrigation test was performed, no irrigation issues were detected. Further analysis under image magnification revealed reddish traces in some electrodes, which matches the condition observed in the evidence pictures provided by the customer. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Per the evidence provided by the customer and the conditions observed, the thrombus reported was confirmed. The potential cause cannot be determined as the device was working in specification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).